Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen was distorted and gradually turned blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered visual indications of dried fluid underneath the pump assembly on the bottom cover. Infestation was encountered underneath the pump assembly, on the bottom cover. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler passed a touch tone and alarm volume test. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and revealed the cycler previously experienced a blank display and was sent to rework. The lcd cable was loose and subsequently attached securely. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was scrapped following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank after their peritoneal dialysis (pd) treatment. The patient stated that while disconnecting the screen flashed twice and then went blank. The power cord was properly connected in both ends and cycler plugged directly into a wall outlet. The ok and stop keys were on, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.